Event description:
The surgeon reports that during intraocular lens (iol) implant surgery, he felt the iol was too thick. A video was provided that showed the iol was implanted, then the incision was enlarged to facilitate removal of the iol.